Event description:
It was reported that during a procedure the clip that holds the suction tube to the photonblade broke off. The procedure was completed successfully without a significant delay. No adverse consequences or medical intervention were reported.

Event description:
No new information.

Manufacturer narrative:
H6: device code updated based on complaint investigation.